Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports he had a fungal infection under the wafer in (B)(6) and was treated with prescription nystatin. End user furthers states the area is now healed.